Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the delivery device catheter shaft broke. As the physician was advancing a taxus express2 3.0 x 8 mm drug eluting stent, the shaft broke inside the guide catheter. The physician met with resistance while he was inserting the delivery device. There is no additional information regarding the procedure outcome. The pt is reported to be satisfactory.